Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected. Re-implantation is being considered. No date has been scheduled yet.

Event description:
The user's hearing performance with the device was affected. The user has been re-implanted with a new device.

Manufacturer narrative:
Conclusion: device investigation could confirm a technical failure of the reference electrode which explains the reported issues. The observed failure of the reference electrode seems to be the cause for the reported affected hearing performance. This is a final report.

Manufacturer narrative:
Additional information: based on the received information from the field, a technical failure at the reference electrode seems likely. However, to determine an exact root cause, a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user's hearing performance with the device was affected. The user has been re-implanted with a new device.